Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that prior to a myosure tissue removal the physician dilated and inserted the myosure hysteroscope. "Diagnostic scope was being done and within 60 seconds the deficit rose to 800ml." The myosure lite disposable device was inserted and "only 30 seconds of cutting when deficit rose to 1230ml." The physician stopped the procedure, but did not confirm the perforation. The patient was moved to recovery. No further information was received.